Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range pace impedance measurement less than 200 ohms. As a result, a lead safety switch (lss) was triggered which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The patient was noted to be pace therapy dependent. Boston scientific technical services (ts) discussed with the healthcare provider the risk of oversensing myopotential activity in the unipolar configuration resulting in pacing inhibition. However, ts noted that there were no stored episodes or electrograms exhibiting noise at this point. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.